Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue was able to be duplicated. The pump failed the downstream occlusion (dso) pressure range test at 30+ psi. No trip point was activated to occlude the dso and upstream occlusion (uso) sensors. Event log also confirmed both sensors have alarmed multiple times. Service will replace the dso and uso sensors to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test (30+). No adverse effects were reported.